Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the pacemaker was explanted due to concern over premature battery depletion. A new device was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker battery showed four years remaining to explant with 100 percent power consumption at normal outputs. Engineering analysis noted the power consumption had increased and recommended replacement. The pacemaker remains in service and no adverse patient effects were reported.